Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specification at the time it was shipped from animas. Pump found with broken wire to piezo alarm. This causes alarm to not sound. Warning is displayed on screen. Pump found to function per specification in delivery of insulin.

Event description:
Pump no longer beeps when alarming.